Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3550-09 neuro adaptor; 7435 neuro programmer; 7427v pain stim ipg; 748925 neuro extension; 3986a pain stim lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead dislodged approximately two months post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.